Event description:
The customer reported to olympus, the colonovideoscope had an error occur during connection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction of foreign material inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1/establishment name: (B)(6) clinic . The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found foreign material inside the nozzle, due to clogging of nozzle, water removal ability does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, plastic distal end cover has a scratch, light guide lens has discoloration, objective lens has discoloration, protector of universal cord on control section side has a scratch, flexibility adjustment ring has a scratch, video connector has a scratch, video connector case has a scratch, light guide connector has corrosion, connecting tube has a scratch light guide connector has a scratch, up/down knob has a scratch, right/left knob has a scratch, scope cover has discoloration, universal cord has a scratch, grip has a scratch, control unit has discoloration, control unit has a scratch, adhesive on bending section cover has a chip, due to wear of angle wire, the play of up/down knob is out of the standard value, free-engage knob has a scratch, due to dirt on objective lens, there is a lack of image on the monitor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: d8. Based on the results of the investigation, the event, ¿foreign material was in the nozzle¿, was confirmed. As a result of component analysis, the foreign material was found to be a mixture of silicates (not organic silicone containing medical agent and defoamers) and tap water. The cause of the foreign material that remained in the device was the reprocessing steps were deviated from the instruction manual. It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): cleaning/disinfection/sterilization: ¿chapter 5, manual cleaning of the endoscope and endo therapy accessories¿ and ¿chapter 8, storage and disposal¿. Olympus will continue to monitor field performance for this device.